Event description:
Pt came to clinic at 10:00am. Pt reports pump was alarming at 4:00am that the infusion was complete. Pt then turned the pump off and disconnected tubing from her groshong. When pt arrived at clinic - the chemo bag was empty and pump turned off - settings were double checked and found to be correct - pt reports the pump sounded loud and she thought it to be running too fast.